Event description:
A customer reported that ophthalmic laser does not fire, the light beam can be seen but the laser does not perform the shot. The green aiming beam appears when pressing the foot pedal but no firing sound and no burn mark. The details of the surgery and patient impact was not reported. This complaint is pertaining the two of two patients received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.